Event description:
The customer reported that the device failed to power up.

Manufacturer narrative:
The customer reported that the device failed to power up. The customer evaluated the device and subsequently reported to philips that replacing the control pca resolved the issue.